Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge despite reprogramming done. It was noted that patients ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility due to protocol.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.